Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with the receiver and it passed. The log was downloaded and no errors were found. Functional testing was performed and there were no failures related to the customer complaint. The reported event of loss of connection was not confirmed. The complaint could not be confirmed because the receiver and transmitter did not pair successfully.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and reciever that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).